Event description:
It was reported that the patient fell down steps on her implant side and has been trying for 3 weeks to charge. She was no longer able to connect to her device. An overdischarge was suspected. The patient was at home. Further information is being requested from the hcp.

Manufacturer narrative:
(B) (4).